Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented with persistent low flow alarms despite controlling the patient¿s blood pressure (bp). The patient was asymptomatic. Controller exchange was performed at admission with no change to vad numbers. Log file submitted revealed constant low flow events with the calculated flow as low as 1.3 lpm and pump power was stable, and the pulsitile index (pi) was stable. No available good CT images were available; however, preliminary CT reading revealed prominent fibrinous material in the proximal portion of the outflow graft with a kink, likely obstructive. On (B)(6) 2020, the patient returned to the operating room and an outflow graft twist was confirmed. The surgeon was able to untwist the graft and apply a clip. Once corrected flows returned to baseline of 4s lpm.

Manufacturer narrative:
Manufactures investigation conclusion: the report of an outflow graft twist was confirmed based on the submitted photographs. The center reported that the patient presented with persistent low flow alarms but was asymptomatic. Review of the submitted log files confirmed a steady decline in flow from approximately 3.4-4.4lpm to 1.2-1.5lpm, between (B)(6) 2020. CT images appeared to show prominent fibrinous material in the proximal portion of the graft with a kink. The patient was taken to the operating room where an outflow graft twist was confirmed. The graft was untwisted and flows returned to the patient¿s baseline values. The submitted photographs showed the outflow graft twist under the outflow graft bend relief and the installation of the outflow graft clip following the graft revision. The accumulation of twist within the graft is related to rotation of the metallic outflow graft connector within the attached outflow graft bend relief connector and is consistent with the downward trend of flow observed in the submitted log files. A corrective action has been implemented to address hm3 outflow graft twist. (B)(6) was implanted prior to the implementation of this corrective action. The relevant sections of the device history records were reviewed and showed no deviations from mfg or qa specifications. The surgical procedures section of heartmate 3 lvas IFU rev. C contains information on "preparing the sealed outflow graft." The attaching the sealed outflow graft to the pump subsection instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This subsection also warns that twisting of the outflow graft has been identified in some patients post-operatively. Occurrences of twisting have resulted in graft occlusion, thrombosis, and/or death. The accumulation of twist within the graft is related to rotation of the metallic outflow graft connector within the attached outflow graft bend relief connector. Firmly hand-tightening the screw ring may reduce the risk of outflow graft twisting by increasing the resistance to metallic outflow graft connector rotation. Twisting of the outflow graft can manifest as persistent low flow unexplained by other causes. It may be confirmed by appropriate imaging, such as computed tomography (CT) angiography. In the event that surgical intervention of the outflow graft is used to correct an outflow graft twist, the outflow graft bend relief should either be reattached in its original state or suitably repaired to prevent subsequent kinking of the outflow graft. Additionally, hm3 lvas IFU rev. C has been released, following the implementation of CAPA 114896, and includes instructions for installing the outflow graft clip. No further information was provided. The manufacturer is closing the file on this event.